Manufacturer narrative:
DHR review. Additional manufacturer narrative - the explanted device was not returned to manufacturer. Without return of explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that a 29mm mitral pericardial valve was explanted due to prosthetic stenosis, mitral regurgitation, and pulmonary fibrosis after an implant duration of approximately two (2) years and five (5) months. Through follow up with the healthcare provider, it was learned that the explanted valve leaflets did not have calcification; however, there was severe pannus ingrowth all the way to the posterior post of the valve causing immobilization of the leaflet. The 29mm mitral pericardial valve was replaced with a 31mm porcine non-edwards valve. The patient also underwent aortic valve replacement during the procedure. It was learned that in the intensive care unit (ICU), the patient had a cardiac arrest secondary to ventricular fibrillation. Patient was resuscitated with CPR, defibrillation, placement of an intraaortic balloon pump via the right common femoral artery; however, patient reportedly remains in low cardiac output state. The patient required multiple inotropes. Patient was reported to be stable in ICU.

Manufacturer narrative:
(B)(6).

Event description:
Edwards received information that a 29mm bioprosthetic valve was explanted due to prosthetic stenosis after an implant duration of approximately two (2) years and five (5) months. There were no reported complications.